Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 70% to 5% and subsequently shut down. Customer reported blood glucose level was 70 (mg/dl). The pump was connected to a power source and was able to be turned back on.